Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and did not open. A field service engineer inspected drawer, noticed magnet had fallen out, powered down station, replaced inseparable magnet, restarted, all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, drawer 6 was failed. The customer stated that this malfunction caused a delay to patient care of 10 to 15 minutes and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.